Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the caller that the r waves were low on the right ventricular (rv) lead. It was also questioned why the r waves look large on paper. It was explained that the device will filter and rectify sensed signals and what is shown on paper will not be filtered/rectified and amplified the same way. The lead is still in use. No patient complications have been reported as a result of this event.